Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced syncope. Boston scientific technical services (ts) referred the patient to the doctor. No additional adverse patient effects were reported. The device and right ventricular (rv) lead remain implanted.